Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was capped (abandoned) due to failure to sense. No additional adverse patient effects were reported. This lead is not expected for return, as it was deactivated, but remains implanted.